Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported device error was replicated during the laboratory testing. The returned system was powered on, in the ¿as received¿ condition. While attempting to set the device into maintenance mode to download the logs, a system error 110.5020 (peripheral_version_response_failure) occurred. However, on the second attempt, the logs were successfully downloaded. Upon powering the pcu back on to perform a functional test, the reported system error 111.2002 (comm_failure) occurred. A temporary replacement of the logic board was carried out on the suspect pcu for testing purposes only. Functional testing was performed to try to replicate the reported issue, during testing there were no alarms or malfunctions observed. Using the alaris system maintenance (asm) the preventive maintenance task was performed on the returned pcu. Asm observed all tasks to complete successfully. A review of the pcu error logs showed two (2) instances of error 111.2000.2 (comm_failure) recorded the day of the reported event at 7:03 am and at 7:33 am. Also, on the day of the reported event fifteen (15) instances of error 800.8000 were recorded at 7:42 am. Previously of the day of the reported event, more than four thousand (4000) instances of error 150.2100.5 (comm_transmit_failure) were recorded on july 06, from 6:27 am to 7:01 am. No infusions with the suspect device were performed the day of the reported event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Please, replace the logic board. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an error code 111.2002. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had an error code 111.2002. There was no patient involvement.

Event description:
It was reported that the device had an error code 111.2002. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported device error was replicated during the laboratory testing. The returned system was powered on, in the ¿as received¿ condition. While attempting to set the device into maintenance mode to download the logs, a system error 110.5020 (peripheral_version_response_failure) occurred. However, on the second attempt, the logs were successfully downloaded. Upon powering the pcu back on to perform a functional test, the reported system error 111.2002 (comm_failure) occurred. A temporary replacement of the logic board was carried out on the suspect pcu for testing purposes only. Functional testing was performed to try to replicate the reported issue, during testing there were no alarms or malfunctions observed. Using the alaris system maintenance (asm) the preventive maintenance task was performed on the returned pcu. Asm observed all tasks to complete successfully. A review of the pcu error logs showed two (2) instances of error 111.2000.2 (comm_failure) recorded the day of the reported event at 7:03 am and at 7:33 am. Also, on the day of the reported event fifteen (15) instances of error 800.8000 were recorded at 7:42 am. Previously of the day of the reported event, more than four thousand (4000) instances of error 150.2100.5 (comm_transmit_failure) were recorded on july 06, from 6:27 am to 7:01 am. No infusions with the suspect device were performed the day of the reported event. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center device was opened for investigation, please re-torque all screws. Please, replace the logic board. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.